Event description:
It was reported that the patient's right knee was revised. Pre-operative diagnosis was failed total knee arthroplasty. Surgeon commented that he thought the femur was not cemented enough for proper fixation to occur.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown triathlon augment was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: the reported device was not returned however two photographs was provided for review. The photographs show a recently explanted femoral component with an augment attached. A triathlon stem is also attached . The photographs also show an explanted insert with damage to the post, most likely caused during explantation. Blood is also visible on the insert. Bone ingrowth is visible on the fixation side/underside of the femoral. Clinician review: a review of the provided medical records by a clinical consultant indicated: suboptimal cementation of the femoral condylar section of a triathlon ts femur in combination with undersizing and malalignment of a femoral stem extender due to incomplete cement removal during a previous revision have contributed to instability at the implant-bone interface leading to fixation failure requiring revision surgery. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot informaiton was provided. Conclusion: an event regarding loosening involving an unknown triathlon augment was reported. A review of the provided medical records by a clinical consultant indicated: suboptimal cementation of the femoral condylar section of a triathlon ts femur in combination with undersizing and malalignment of a femoral stem extender due to incomplete cement removal during a previous revision have contributed to instability at the implant-bone interface leading to fixation failure requiring revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. Pre-operative diagnosis was failed total knee arthroplasty. Surgeon commented that he thought the femur was not cemented enough for proper fixation to occur.